Manufacturer narrative:
Results: the distal tip was fractured. The packaging card and packaging mandrel were not returned for evaluation. Conclusions: evaluation of the returned neuron max confirmed a device with a fractured distal atraumatic tip. If the packaging mandrel becomes unsecured from the packaging card during retraction of the device from the packaging, the distal tip may become pinned between the packaging mandrel and the packaging tube. If the device is retracted while pinned, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the tip of a neuron max 6f 088 long sheath (neuron max) was damaged upon removal from the packaging. The damage to the neuron max occurred prior to use and, therefore, was not used during the procedure. The procedure was completed using another neuron max.

Manufacturer narrative:
(B)(4).